Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6: manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Damaged haptic after implantation. Immediately after insertion into the eye breakage of the pmma of the trailing haptic was confirmed and only the broken portion was explanted from the eye. A similar incident had occurred in 2023 and since then special attention has been paid to the amount of ovd during insertion. According to the physician it is possible that excessive force is being applied when engaging the screw mechanism. As a precaution the sales representative advised careful confirmation of the ovd volume and the tucking configuration. Problem code: a0414: material split, cut or torn.